Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial nephrectomy procedure. The stapling device was being used to resect part of the kidney, the site of the adhesion. However, could not close the jaws of the reload and could not fire the device. Surgeon tried over again, however, could still not close the jaws. In order to resolve the issue, inserted an electrosurgical knife through a small incision and resected the tissue under direct vision. The incision site was extended by less than three centimeters. The surgical time was extended by less than thirty minutes. There was no patient harm.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.